Event description:
A healthcare worker experienced a burning sensation and white discoloration on her right thumb while emptying a completed load. The worker treated the burn with soap and water. She also applied baking soda to the affected area and the symptoms lasted for about fifteen minutes. The worker did not seek medical attention. The vaporizer plate was not in place when the event occurred.